Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2008 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products and associated with mdrs # 1225714-2014-05488; 05489; and 2937457-2014-01382.